Event description:
It was reported that during a routine clinical follow-up and upon interrogation, the device was found to be in backup vvi mode and the therapy was disabled. It was noted that patient underwent MRI scan of the brain prior. The reset was cleared and device was restored successfully. The device parameters were tested to be within normal range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.